Event description:
It was reported to baxter (B)(4) that the transfer set separated from the titanium adapter during use. (60 days use) there was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore, no evaluation or batch review could be performed.